Manufacturer narrative:
(B)(4).

Event description:
An expired stent was implanted in the patient (B)(6) 2015. The device was implanted in the patient before the expiration date was noticed. The device worked without any issues. A review of the manufacture records for this lot number confirmed the stent was implanted after the labeled expiration date of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.